Manufacturer narrative:
Results of investigation: after performing a repair and inspection, the device root cause was identified as a component failure - ep6 - g6 black screen issue. This event occurred with no patient involve. Additional information received that the device was not used on a patient.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspected device / component is still under investigation.

Event description:
The customer reported a black screen issue while using the bellavista 1000. At this time, the customer did not provide any information regarding patient involvement associated with the reported issue.